Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 4 due to error 319. The system was tested and verified as ready for use. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the system had error 319 on universal surgical manipulator (usm) 4, and usm 4 was disabled. An intuitive surgical, inc. (Isi) technical support engineer (tse) verified error 319 on usm 4. The tse recommended to hard power cycle and perform an emergency power off (epo), but the customer did not want to perform troubleshooting. The customer opted to continue the procedure with three usms. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failure analysis (fa) investigation confirmed and replicated the customer reported complaint. Usm was tested on an in-house system in normal mode with error 319. Unit was also testing on the patient side cart (psc) fixture test platform (pftp) where fiber test, check all board test failed axes controller carriage (acc) and rolling loop. Fa performed troubleshooting using a golden rolling loop fiber pftp and checked all board test fiber test which was passed on retry, performing an aba issue comes back. After further investigation, contamination was not found on usm. As a fix, rolling loop assembly will be replaced.